Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the helmer lock failure and device was not detected on bus. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the helmer lock was failure and device was not detected on bus. A field service engineer (fse) powered down and rebooted the helmer refrigerator and pyxis system and was able to recover all components. Hta testing was performed, and the customer confirmed proper operation. The system functioned as intended after the field service engineer repaired the device.